Event description:
Pt was implanted with click-x construct at l3 - 4 and l4 - 5 on an unk date. The pt developed adjacent level disc disease at l2 - 3 discovered on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed all hardware and pt was revised to a posterior spinal fusion at l2 - 3. This is 12 of 15 reports for this event.

Event description:
This is report 12 of 16 for complaint (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date is unknown. The patient had developed adjacent level disc disease at l2-3 discovered on an unknown date. Original implant date unknown this is report 12 of 16 for complaint (B)(4). (B)(4). Concomitant medical products: should have been blank in the initial report as concomitant devices are not relevant to this report. (B)(6). Original awareness date is (B)(4) 2012. Awareness date that the product code and other information was missing from the initial MDR is (B)(4) 2013. Placeholder.